Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board. The keypad traces was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported hospitalization due to a seizure and stated that it was not related to blood glucose readings. Customer mentioned that they had blood glucose readings of 400 mg/dl in a previous incident unrelated to the hospitalization because they forgot to bolus. Customer's blood glucose reading at the time of the call was 140 mg/dl. Customer also mentioned that the key pad was locked and the customer was not able to unlock it. No further information reported.